Event description:
A report was received that the patient's lead came out of the lead site. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision - implantable pulse generator (ipg) a report was received that the patient underwent an explant procedure. The patient's lead was protruding creating a bump and the physician believes that the body is rejecting the implant. The patient is reportedly doing well. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead came out of the lead site. The patient will undergo a lead revision procedure.